Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (bleeding and patient condition) cannot be conclusively determined. Low flow alarms were confirmed via the submitted log files. According to the account, the low flows were due to hypovolemia. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported hypovolemia cannot be conclusively determined. The submitted controller event log files captured intermittent low flow alarms on 09jan2023 and 12jan023 due to the estimated pump flow hovering around the low flow threshold of 2.5 liters per minute (lpm). No other notable alarms were captured. The pump appeared to have been operating as intended at the set speed following implant. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This section explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that log file review captured intermittent low flow events on (B)(6) 2023. It was later reported that the patient had bleeding, volume, and mean arterial pressure (map) issues following implant on (B)(6) 2023. As a result, the patient's chest was left open until (B)(6) 2023. As of (B)(6) 2023, the patient seemed to be a bit more hemodynamically stable. It was later reported that the bleeding was considered to be a normal complication for the patient's implant. The low flow alarms were attributed to hypovolemia and for which bumex was held and albumin was given. Pump speed was increased, and inotropic agents were adjusted.